Manufacturer narrative:
Correction to b3 and d4: lot #. D4: lot #: lot number was corrected to 19k029 (from the previously submitted 19l029). H10: this report is a duplicate of manufacturer report number 1416980-2020-05741. All information can be found under that manufacturer report number 1416980-2020-05741. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor leaked; further described as "the drug filled the balloon but began to empty into the transparent rigid capsule". This was observed during filling. The device was filled with fluorouracil and 0.9% solution. There was no patient involvement. No additional information is available.